Event description:
Procedure type: gastrectomy. According to the reporter: a minimally invasive esophagus resection was started but during the procedure, they had to change it into a total gastrectomy due to the size of the tumor. During the procedure, they weren't able to attach the orvil anvil on the eea25 device because it didn¿t fit. They had to do a laparotomy to insert the original anvil corresponding with the eea25 and they made the circular anastomosis. This anastomosis seemed to be incomplete; there was a suspicion of leak so they did a thoracotomy to over-sew the anastomosis. There was no reinforcement material used. There was no unanticipated tissue loss. There was no blood loss of 500cc or more. There was an extension of the incision by more than an inch. The surgical time was extended by more than 30 minutes and the patient underwent extended hospital stay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: a minimally invasive esophagus resection was started but during the procedure, they had to change it into a total gastrectomy due to the size of the tumor. During the procedure, they weren¿t able to attach the orvil anvil on the eea25 device because it didn¿t fit. They had to do a laparotomy to insert the original anvil corresponding with the eea25 and they made the circular anastomosis. This anastomosis seemed to be incomplete; there was a suspicion of leakage so they did a thoracotomy to over-sew the anastomosis.